Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 22 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). On 05feb23 at 19:41:35 the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~5v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mobile power unit (mpu), serial (B)(6), was not returned for analysis. Additional information provided on 21feb23 stated that the patient had no recollection of a power outage on (B)(6) 2023. The patient also stated that she does have the locking version of the mpu ac power cord. Multiple attempts were made to obtain additional information from the customer regarding the no external power event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook and instructions for use (IFU) also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. The heartmate ii instructions for use states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient could not recall the event and did not know if the ac power cord came loose at the wall outlet of from the back of the mpu. The mpu was not exchanged.

Event description:
It was reported that a no external power event was recorded on (B)(6) 2023 at 19:41 while the patient was connected to the mobile power unit (mpu). The patient had no recollection of a power outage and they had the locking version of the mpu ac power cord.

Manufacturer narrative:
Patient weight has been requested but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.